Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with bradycardia in the emergency room. Upon interrogation, it was noted that the right ventricular lead exhibited high capture threshold resulting in failure to capture. Programming changes were made but eventually the lead was capped and replaced on (B)(6) 2024. There was no patient consequences reported.